Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Literature citation: otsuka, r., et al., endovascular aneurysm repair with re-entry closure in a patient with abdominal aortic aneurysm concomitant with acute type b aortic dissection. Ejves vascular forum. 2020:47:18-21.

Event description:
The following publication was reviewed: endovascular aneurysm repair with re-entry closure in a patient with abdominal aortic aneurysm concomitant with acute type b aortic dissection. On an unknown date, a (B)(6) woman with a history of hypertension was admitted to hospital due to sudden onset upper back pain. Computed tomography angiography (cta) showed an infrarenal aaa (maximum diameter, 47 mm) and acute type b aortic dissection extending from the distal aortic arch to the external iliac arteries. One month after onset followed by medical management, this patient underwent endovascular treatment to avoid aneurysmal rupture using gore® excluder® aaa endoprostheses and a gore® viabahn® endoprosthesis with heparin bioactive surface. An aortic extender endoprosthesis (28.5x33 mm) was deployed to seal the entry site within the abdominal aorta. The trunk-ipsilateral leg endoprosthesis (23x12x140 mm) and the contralateral leg endoprosthesis (right: 16x12x100 mm; left: 16x10x100 mm) were deployed between the infrarenal aaa and both common iliac arteries, followed by covered lra stenting. A viabahn endoprosthesis (11x50 mm) was inserted through the left brachial artery and deployed to extend from the abdominal aorta membrane tear to the entry site of the lra, with preservation of a branch of the renal artery. Additionally, another viabahn endoprosthesis (11x50 mm) was deployed to the left external iliac artery to seal its re-entry site. Further, stent grafting of the right common iliac artery and external iliac artery membrane tear was performed. To preserve right internal iliac artery perfusion, the sandwich technique was used with two viabahn endoprostheses (external: 11x50 mm; internal: 11x50 mm). Completion angiography showed a slightly patent false lumen via the right common iliac artery following the incomplete sandwich technique. The post-operative cta revealed a gutter endoleak from the right common iliac artery. The embolisation of the right internal iliac artery was performed and the right limb extended to the right external iliac artery two weeks post-operatively. Follow up cta after three months confirmed complete thrombosis of the false lumen in the abdominal aorta with preserved lra patency. Follow up imaging confirmed absence of endoleak, aaa sac shrinkage, and remodelling of the dissected aorta. The remodelling was confirmed on computed tomography (CT) scans at six months and one year after surgery